Event description:
The customer reported that the unit was unexpectedly shutting down, and also showing a lost power/power interrupted inop.

Manufacturer narrative:
The customer reported that the unit was unexpectedly shutting down and also showing a lost power/power interrupted inop. A philips field support engineer evaluated the unit at the customer site and determined that the battery printed circuit assembly (pca) had malfunctioned. Replacing the battery pca resolved the issue.